Event description:
N/a.

Manufacturer narrative:
Initial MDR report tw #: 754588 mfg report #: 2249723-2023-00434 was submitted containing a blank ¿date received by manufacturer¿.

Event description:
It was reported that during a service visit performed by a getinge field service engineer (fse), the doppler assembly and tether assembly for the cardiosave intra-aortic balloon pump (iabp) needed to be replaced. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and determined that there was a fracture in the battery cover of the doppler assembly and the reel core of the tether assembly was broken and unable to be retracted. The fse resolved the reported the issue by replacing the tether assembly (0997-00-0596) and doppler assembly (0154-01-0001). The iabp was not cleared for clinical use. The unit is a fixed asset and will be used at the service center. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.